Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 100-200 units of insulin. Customer did not practicing proper air removal technique. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.